Event description:
Responded for a patient in cardiac arrest. Ambulance crew arrived to find engine crew performing CPR and had just administered one shock with cardiac science g3 AED. Ambulance crew applied life pak 12 and interpreted rhythm and proceeded to shock with no result. Ambulance crew was unable to quickly troubleshoot problem. Life pak 12 pads were removed while monitoring pads still on. Cardiac science g3 AED reapplied and CPR and shocking continued with minimal interruption.